Event description:
The pt reported an issue with the up/down button of the infusion device. No serious injury was reported. The infusion device was requested to be returned for evaluation. Evaluation of the device found that the up/down button was defective. During a teleconference ((B)(6) 2012) with personnel from (B)(6), a request was made to submit medwatch reports for all ous complaints related to the accu-check spirit recall ((B)(4)) received after closure of the recall on (B)(6) 2012.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in a supplemental report.